Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information, including device evaluation can be found in the following fields: d9, h3, h6 and h10. On the initial MDR it was reported that an intuitive surgical, inc. (Isi) field service engineer (fse) swapped patient side manipulator (psm) 1 with psm 2 and recalibrated the master tool manipular to resolve the issue. After fse visit, the customer called back on (B)(6) 2022 to report that uncontrolled motion occurred again on an instrument installed on the same psm. The fse went back onsite and was unable to reproduce the issue but replaced the psm as a precaution. The subsequent event that occurred during a procedure on (B)(6) 2022 was reported on MFR report number 2955842-2022-15837. The psm involved with both events was returned for failure analysis, and the reported failure of non-intuitive motion along yaw/axis 1 was able to be reproduced during test driving. The probable root cause is attributed to a component failure. The axis 1 motor was replaced as a fix. The complaint regarding uncontrolled movement was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted neck anastomosis esophagectomy transthoracic surgical procedure, a permanent cautery hook instrument on the patient side manipulator (psm) arm 1 had uncontrolled movement. The site repositioned the psm 1 and continued with the case. The intuitive surgical, inc. (Isi) clinical sales representative (csr) called in after completing the procedure to report the issue. There was no error message at the time of the event. The csr confirmed that there was no patient injury due to the reported incident. System functionality was reportedly checked prior to use, and no issues/errors were noted. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting uncontrolled movement on psm arm 1, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. During testing, the fse rotated an instrument for more than 270 degrees, and the same reminder message returned. At that point, when the surgeon side console (ssc) gimbal was suddenly released, there would be a sudden movement of the test instrument on psm arm 1. Therefore, the reported issue was determined to be an operational problem. The fse recalibrated the master tool manipulator (mtm) gravity and swapped psm 1 with psm2. The fse performed a sine cycle test and passed without any issue. The fse also reviewed the system log and found no related error message. The system was retested, passed all testing specification and verified as ready for use. Isi received a video clip related to the alleged complaint. A review of the video clip was conducted by the fse. The following additional information was provided: the fse checked the surgical video and found that before the uncontrolled movement of the instrument, the system had a reminder "relax hold on master so it can self-align." A review of the procedure log confirmed the surgical procedure was performed on (B)(6) 2022 matching the documented event details. In addition, the system logs were reviewed/analyzed as part of the fse's investigation. The probable root cause was attributed to a user related issue based on fse's field evaluation. This complaint is being reported based on the following conclusion: it was alleged that the patient side manipulator (psm) 1 moved with unintuitive motion during a da vinci surgical procedure. The unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.